Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system has exhibited high out of range shock impedance measurements since the ICD was implanted, several months ago. All other lead measurements are stable and within normal limits. When the lead was testing there was normal shock impedance measurements in the single coil configuration. The system was reprogrammed to single coil configuration. Boston scientific technical services (ts) analyzed the information provided and believes that the out of range measurements are caused by sub-optimal insertion. An x-ray was performed and the right ventricular (rv) lead not appear to show signs of a conductor fracture. The x-ray was inconclusive for evaluating lead insertion. Ts provided troubleshooting efforts including system integrity testing. Additional information indicates that this patient underwent system integrity testing and the system returned normal impedances with both 1.1 joule and 41 joule shock in the distal coil to can. No defibrillation threshold (dft) testing was performed due to the patient's condition. The physician decided to keep the configuration in distal coil to can and follow the patient on a normal cadence. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.